Event description:
Healthcare professional reported right side capsular contracture, baker grade ii/iii and rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade ii/iii and rupture" the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "right implant was infected," "patient had significant irregularities, nodularity and necrosis throughout the periimplant tissues and capsule. There was a caseous dark brown hemorrhagic material throughout the periimplant and pericapsular tissues," and "inflamed, irregular appearing tissue." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b,h.6.